Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. F(B)(4).

Event description:
The patient reported not knowing if the implantable pulse generator (ipg) was working as designed. Follow up is in progress to find gain further information about the allegation. The ipg remains in use no patient complications have been reported as a result of this event.